Event description:
It was reported that the user experienced difficulty completing a supply change using contact detach on the ilet, with trouble connecting the tubing and connector, during which blood glucose rose to a reported high of 360 mg/dl before trending down to 278 mg/dl; no back-up therapy, ketone testing, medical intervention, or assistance was used or required. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.